Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a pulsed field ablation (pfa) interventional procedure using a 7f sheath. Reportedly, when pulling back on plunger, it had a hard stop after about an inch of the plunger was removed. The physician tried to pull the plunger again and thought it felt difficult, so he stopped, cut the suture and removed device. Another perclose device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.